Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory. Review of the stored egms revealed noise but no inappropriate therapy was observed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that multiple vf episodes due to lead noise were observed. The device and lead were explanted. During explant, it was noted that the lead was buckled near the header. The patient was stable.